Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced insulin flow block due to bent cannula event on (B)(6) 2026.the infusion set was in use for one day.the insertion site was abdomen. No further information is available.